Event description:
It was reported that there was a malfunction with the float switch. No patient involvement was reported.

Event description:
Additional information was received confirming that no patient was involved and the issue was discovered during semiannual inspection.